Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the investigation results, the reportable event burnt at distal end and c-cover was caused by a component failure. Foreign material at the distal end also occurred, but a definitive root cause for this could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had burnt distal end, a burnt c-cover, and foreign objects at the distal end. There was no report patient involvement.